Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that during an unknown procedure, the staples did not form b shape. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number # n57a6u. Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. 1 gst60d and 3 gst60t cartridge reloads were reported. Did all 4 reloads have malformed staples (all had same issue of ¿does not formed b shape¿)? If no, please explain. Were all 4 reloads used with the same stapler? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? What type of procedure was the device used in?